Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation. Also, there was no device malfunction nor use error was identified during the report. Therefore no assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was treated with a heparin injection (intraperitoneal, dose, frequency not reported), a fortum injection (1gram, intraperitoneal, frequency not reported) and an amikacin injection (250 milligram, alternate days, and route not reported) for the peritonitis. The patient was recovering from this event.